Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and bard pelvicol were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh excision, posterior colpoperineoplasty with relaxing incisions of the vagina due to status post laparoscopic abdominal sacrocolpoperineopexy, laparoscopic enterocele repair, abdominovaginal rectocele repair, vaginal mesh erosion and intense scar tissue at the introitus on (B)(6) 2011. It was reported that patient underwent vaginal wall and mesh removal, urethrolysis, posterior repair due to vaginal/rectal pain, dyspareunia, sui and urinary obstructive symptoms on (B)(6) 2014. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, dyspareunia, and vaginal scarring.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and frequency.